Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of nsvo due to post-paced t-wave via merlin.net transmission. Oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes and dft were recommended. Programming changes will be made during the next follow-up.